Manufacturer narrative:
The event date is estimated based of 45 days from the procedure date.

Event description:
It was reported that a thrombus occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 33mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The patient was taking eliquis 2.5mg and no aspirin as an anticoagulation post procedure. In (B)(6) 2020 the patient presented for their 45-day transesophageal echocardiography (tee) follow-up which revealed a large thrombus on the face of the device. The medication regime was changed to aspirin along with a higher dose of eliquis. Additionally, the patient will have a follow-up tee every 6 weeks to monitor the thrombus. The patient has not experienced any medical event related to the thrombus.